Event description:
This pump was in use for pt controlled analgesia therapy by an addicted pt. The pt is suspected of having tampered with the pump by changing the access code and self administering demerol. The pt was given valium for a seizure and monitored. No narcan had to be given for the overinfusion that resulted. Pt is doing fine now. Access code has now been changed by biomed. Services from the "1,2,3 code."